Manufacturer narrative:
Additional information was received by the customer stating they suspected the problem was caused by a set up issue and the device will not be returned for service. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump over infused during therapy which reportedly drained/delivered about 100 hours' worth of fluid in just 1 hour. It started out at 1 ml/hr and was raised to 2 ml/hr, but that should not have been enough to empty the 100 ml bag of midazolam they had infusing. The 100 ml bag of midazolam was infusing at 1 ml/hr for 45 minutes at first and then another approximately 15 minutes at 2 ml/hr without a specific end time and they were only expecting to infuse about 1 ml at that point, but instead "it infused the whole bag" as the bag was empty at the end of the hour. The problem happened during delivery at the emergency room. No additional information is available.